Event description:
The customer reported that his olympus hd autoclavable camera head was presenting a b30 scope communication error during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed, the b30 scope communication error was present during testing. Additionally, the cable was found twisted. The connector contact and the scope mount had corrosion present. The switch was discolored. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. B5 - updated with information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of the b30 error likely occurred from kinks in the cable and corrosion on the electrical contacts of the connector. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
Customer confirmed the event occurred during preparation for a procedure.